Event description:
It was reported the patient in need of magnetic resonance imaging (MRI) underwent a revision procedure where the lead was replaced due to high impedance readings on the lead. The patient did well postoperatively.

Event description:
It was reported that high impedance readings on the lead were found during a follow-up visit. The physician assessed the high impedance readings may have been caused by a loop or bending of the lead in the implantable pulse generator (ipg) pocket. Although pain reduction was not affected, the patient underwent a revision procedure where the lead was replaced due to the high impedance readings and the need for magnetic resonance imaging (MRI). The patient did well postoperatively.

Manufacturer narrative:
Correction to the initial MDR in block b5. Microscopic inspection of the returned lead sc-2352-70 serial (B)(6) revealed that all cables were completely broken 2 centimeters from the set screw mark of the clik x anchor at the bent/kinked location of the lead. There were no exposed cables at the fracture location. The lead gets kinked after it exits the clik x anchor; however, it appears the lead was exposed to excessive mechanical force or movement causing the cable fractures at the anchor point.